Manufacturer narrative:
Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing performed in accordance with the original manufacturer equipment specification, no proper image, only noise and vertical lines from top to bottom, were visible on the screen when the device was connected to the video processor. This is attributed to the video cable break. The cable also had twists. The break in the cable is likely caused by user handling. During testing, due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor during testing. The customer reported issue of blurred image could not be confirmed. This device had come in for repair in february 2020 for similar reasons and needed replacement of the cable unit which was found to be faulty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair for the issue of blurred image observed during the end of a sleeve by coelioscopy procedure. The procedure was completed with the same equipment. No part of the device fell into the patient. There were no complications or harm to the patient because of this event. Device was inspected before use with no anomalies found. Upon evaluation for repair, no proper image, only noise and vertical lines from top to bottom, were visible on the screen when the device was connected to the video processor. This is attributed to the camera cable defectiveness. This medwatch is being submitted for the issue of no image.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The requested data for personal information (initial reporter ) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is sep 21, 2021. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device had no issue at the time of shipping, it is likely the damage in the cable was caused by user operation. The instructions for use includes the following statements that might have been prevented the issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.